Manufacturer narrative:
Manufacturing site evaluation: the instrument arrived in a decontaminated condition and it is available for investigation. Investigation: it was carried out visually and microscopically. Here we found visible burrs and visible damaged tooth tips. Due to the statement of the production department "semi products and final products are checked in acp visually with the naked eye. At the moment we are checking all products in our warehouse. I will give you information about our quality control results and actions undertaken." Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specifications valid at the time of production. One similar incident has been filed with a product from the batch. Conclusion and root cause: the root cause of the problem is most likely manufacturing related. However, on the basis of the statement from aesculap production, the products are according to the specifications valid at the time of production. Rationale: semi products and final are checked without using magnification according to quality specifications. The suspected fragments can only be recognized with magnification. Corrective action: although the products are within the specifications, continuous quality improvement has been initiated. The milling process will be changed from conventional to cnc process. Additionally, after milling the surface will be sand-blasted to ensure that all burrs are removed. Furthermore, an additional quality control step will be implemented.

Event description:
It was reported that there was an issue with a mallet. Upon receipt of the instrument, the facility's quality group noted that there were burrs and fragments on serrations. The device was set aside out of use. There was no patient contact. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).